Event description:
It was reported that the customer received an alarm regarding displayable history on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an alarm due to poor solder joint on motherboard. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.